Event description:
A report of hypersensitivity in the pt's buttocks was reported. An x-ray was taken, and does not show that the implantable pulse generator was flipped. The physician prescribed lidoderm patches.